Event description:
It was reported that an ilet user experienced a prolonged period of hyperglycemia with a peak blood glucose of 246 mg/dl lasting several hours, after not announcing a dinner due to consuming no carbohydrates; the user typically makes multiple dinner announcements related to binge eating and is scheduled for additional training to review best practices and assess need for a feature review. Symptoms included no reported clinical manifestations despite elevated glucose. Outcomes included no hospitalization, no emergency treatment, and no alerts or alarms reported. Investigation included troubleshooting education and assignment for additional training to review dosing behavior and meal announcement practices. Investigation of this case revealed no device malfunction was identified and the event was consistent with user-related factors affecting glycemic control, with cause remaining unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.